Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as severe itching. The patient also reported having an iron deficiency that could be contributing to the itching. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydroxyzine 25 mg for the skin irritation. Outcome of the irritation is unknown.